Manufacturer narrative:
During failure analysis, the reported event of a bent duraguard foot was confirmed by the technician through visual evaluation. A bent duraguard can occur if excessive side load was applied to the feature. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the foot of the maestro small fixed duraguard was bent during the course of a procedure at the user facility. No adverse consequences and no medical intervention were reported with this event. The procedure was completed successfully. No further information was available regarding this event.

Event description:
It was reported that the foot of the maestro small fixed duraguard was bent during the course of a procedure at the user facility. No adverse consequences and no medical intervention were reported with this event. The procedure was completed successfully. No further information was available regarding this event.